Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had abdominal pain that began on the right side and at the time of report was now the whole abdominal area. The patient stated that the healthcare professional (hcp) had not determined a cause and inquired if it was a possible adverse event. The patient was reviewed adverse events from the patient therapy guide and was recommended to work with the hcp to asses/address. The patient was to follow up with the hcp to address pain. Additional information was received from the patient who reported that there was nothing the device did that led to the abdominal pain. The patient noted that it just kept getting more painful. The patient stated that it was not determined if the abdominal pain was related to the device or therapy. The patient noted that she had a hernia that was getting repaired and that the hcp was going to repair it.

Event description:
Additional information was receive from the consumer regarding the patient. The caller reported that the patient's therapy worked well for the first few months, but since 2017 the patient was still having some accidents and constipation. The patient reported taking pain killers for hernia surgery and that they did feel stimulation at the time of the call. The reported symptoms were noted to have been gradual in onset and the patient planned to change from program 3 to program 4 today. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that they saw the patient on (B)(6) 2016 and (B)(6) 2016. The patient stated they were very happy with the device, noticing 70% improvement with formed bowel movements. They had hernia surgery on (B)(6) 2017 and was on pain pills, which was the cause of the accidents, loss of therapy, and constipation. They did not have a problem at the time of the report and was happy with results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she did have CT scan a couple weeks ago and x-ray last week for unrelated issue related to abdomen and ribs. Patient did not turn stimulation off for either test. It was noted that medical procedures/emi that could be related to this issue. There was no fall or trauma reported regarding this event. Patient stated that she did change her diet earlier this week, on tuesday. Patient stated that she doesn't need instruction and will make the adjustment herself after the call. The patient reported sudden loss or change in therapy /symptom. Patient stated that she does have an appointment, next week and will discuss with health care provider (hcp). The patient¿s indicators were for fecal incontinence and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-05-30. The patient reported a loss of change of therapy. The patient reported that her stimulator (ins) was ¿not opening up her sphincter down there, it¿s not letting her pass stuff, its keeping it closed.¿ the patient reported that she got the device to help with ¿urinary or constipation¿ and stated the device wasn't helping with what it was supposed to. The patient reported that she was currently feeling stimulation at the time of the call. The patient reported that sometimes when she increased stimulation all she felt was pain ¿down there/in sphincter¿ and didn't feel stimulation. The patient reported that she currently felt pain a little and didn't know it if it was just her sphincter or if it was the device causing it because she didn't feel stimulation. The patient was assisted in decreasing stimulation from 2.4 to 0.8v and reported she still felt a little bit of pain but no stimulation and the therapy was on. The patient reported that she had been playing with her settings. The patient reported that when she called in last time an agent helped her to change the program and requested assistance. The patient reported that she had tried program 3 and 4. The patient was assisted in changing from program 4 to program 1 and increased stimulation until the patient felt stimulation comfortably in the bike seat area. The patient reported that she thought the pain was gone and she finally felt stimulation as she wasn't feeling it before. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.